Event description:
The field service engineer reported a pump with failure code 814:01. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 814:01 was confirmed in the pump's event history file during product evaluation. Inspection of the device found the pump's main batteries were two discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.